Event description:
It was reported that stimulation was intermittent and the patient needed to turn the stimulation up to get coverage. It was discussed that a fading sensation can occur towards the end of the life of an implantable neurostimulator (ins). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: extension model 7489 serial # (B)(4) implanted: (B)(6) 2010 explanted: unk; lead model 3887 lot # v287549 implanted: (B)(6) 2010 explanted: unk; patient programmer model 7435 serial # (B)(4) implanted: na explanted: na.